Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump broke after dropping a sledge hammer on it. Customer also reported that a motor error alarm was received after damage. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with broken of end cap and with blank display due to interface board broken solder joint. Unable to confirm the motor error alarm or perform any testing due to the blank display. However, the motor was tested outside the device and passed. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and missing the display window glass noted.